Event description:
It was reported that the subject device had an error occur; e102. The issue was identified during sedation for a diagnostic colonoscopy procedure, which was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h6, h11. Corrected fields: b3, h4. The customer contacted olympus technical assistance support (tac) via phone, customer informed tac of the event and tac provided remote troubleshooting but was not able to resolve the reported allegation. The device will not be returned to olympus for evaluation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.